Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Subsequently, the customer experienced an elevated blood glucose (bg) level. Bg value not provided. A correction bolus was delivered to address bg. Customer changed the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned